Event description:
It was reported in a service report that the fowler drifted down with weight. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: brake, fowler brake kit malfunctioned.